Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 28 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The caller stated that the low blood glucose levels were treated by orange juice. After treatment, blood glucose value was 140 mg/dl and resumed to 21 mg/dl. The customer was offered emergency medical services but customer declined. The product will not be returned for analysis.